Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the cut in the light guide cable, fiber breakage, and dented distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a cut in the light guide cable, fiber breakage, and a dented distal end. There was no patient involvement.